Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, no image was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the failure of the cable and the imaging unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that no image was displayed due to a failure of ccd unit and cable. The failure of the ccd unit was considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays. The damage of the cable was considered to be due to the handling of the user.